Manufacturer narrative:
Manufacturing location: bd corporate headquarters (B)(4) is an OEM manufacturing site. Device manufacture date: oct. 5, 2015 to oct. 8, 2015. Device evaluation: the actual device used in this incident has been discarded. Initially, a "no sample" investigation was completed as follows, although samples have since been returned. The manufacturing and inspection records were reviewed and no abnormality which could be related to the reported event was found. Retention samples from the reported lot number were evaluated. Fifty retention samples were checked visually. It was confirmed that every fg-la and luer connector was surely connected and no visual defect such as damage or deformation was found on the taper. No abnormalities such as damage or hole was found on the tube which could be related to the detachment of the tube. A leak test was performed for 13 retention samples and no leakage was observed. A pull-out strength test was performed on 13 retention samples by hanging 12n of weight from the sample. No detachment or looseness between fg-la and luer connector was confirmed. Adhesive force between the connector and tube was measured on 13 retention samples and all specifications were met. Tapers gauges which conformed to iso standards were connected to 13 retention samples and it was confirmed all tapers conformed to iso standards without any abnormality like backlash. The item concerned is assembled by automatic assembly machines and the assembly processes of fg-la and luer connector were investigated and no abnormality was found. Conclusion - the retention samples, records, and production processes were investigated and no abnormality which could be related to the reported event was found. As there was not indication of blood leakage during blood sampling per the event description, it is possible that the reported event was not caused by the tube detachment due to a damage or hole on the tube, but it by the detachment between fg-la and luer connector. An absolute root cause could not be determined. A supplemental report will be filed once the returned samples are investigated by the manufacture site.

Event description:
It was reported that at 11:15 am, a staff member was completing a venipuncture using the suspect device. When she went to engage the safety-lok, the tubing detached from the plastic holder where the blood is contained (not near the safety-lok) the tubing, which still contained some blood, flung off and splattered in the staff member's right eye. She went to the local emergency department to be assessed. The staff did not have any blood work but the patient was tested for (B)(6). The staff member was started on (B)(6) post exposure prophylaxis.

Manufacturer narrative:
Device evaluation: result - the customer returned three unopened samples from the reported lot number 5k0521. A visual examination was performed and it was confirmed that every fg-la and luer connector was surely connected and no visual defect such as damage or deformation was found on the taper. Also, no abnormality such as damage or hole was found on the tube which could be related to tube detachment. A leak test was performed to determine if there was any leakage from the connection between the fg-la and hss. No leakage was observed. Pull-out strength test was performed by hanging 15n of weight from the sample. No detachment or looseness between fg-la and luer connector was confirmed. Adhesive force between connector and tube was measured and it was confirmed that all results met the specification. Taper gauges which conform to iso standards were connected to 3 sets which were used for the tests to confirm the dimensions of tapers of fg-la and luer connector. It was confirmed that all tapers conformed to iso standards without any abnormality such as backlash. Conclusion - the reported incident is not confirmed. No abnormality which could be related to the reported event was found after evaluation of the returned samples. As previously reported, no abnormality was found in the retention samples, records, or production processes. Therefore, an absolute root cause for this incident cannot be determined.